Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The monitor technician reported that the nurse could not hear any alarms from the speaker connected to their piic ix. The device was in use on a patient. There was no report of patient or user harm.